Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was microscopically evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported the clinician removed the sheath from the kit and it was frayed. As a result, it was not used and another kit was used for the procedure. There was no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint for the sheath tip being damaged was confirmed. One peel-away sheath and dilator assembly was returned for evaluation along with two photos. One photos showed the damaged sheath tip and the other a product label. Upon visual examination of the returned sample the tip of the sheath is damaged. The dilator appears typical with no damage or defect observed. The sheath body measures 2.76" from the bottom of the tabs to the distal tip. This is within specification of 2.625- 2.875" per the sheath graphic. Under microscopic inspection the sheath tip is split and pushed back on one side. There is discoloration observed around the sheath tip indicating possible use. There are also white stress marks around the damaged tip indicating the application of stress or resistance to this area. A device history record review was completed with no evidence to suggest a manufacturing related issue. The damage observed is similar to previous complaints with tip damaged during insertion. Therefore, operational context caused or contributed to this complaint. No further action will be taken.